Event description:
It was reported that the stent elongated. The 90% stenosed target lesion was moderately calcified and located in moderately tortuous superficial femoral artery. A contralateral approach was used to access the lesion. The lesion was pre-dilated. A non-boston scientific 0.014 inch guidewire was used in this procedure. A 6mm x 120mm x 130cm and a 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system were selected for use. During the procedure, the stents did not expand correctly in the distal third of each stent. The stents became elongated. The deployed stents were post-dilated. No patient complications were reported.